Event description:
Nurse found the blood coming from the pt's cvc site. After removing the dressing, the nurse found the adapter with the catheter shaft missing. Chest x-ray completed and missing catheter located lodged in the right atrium. Surgical intervention was initiated and successfully removed the catheter segment. Retrieval completed through the right femoral vein to the interior vena cava and down to the right atrium. Catheter segment was retrieved from the right ventricle. Pt condition fair following procedure, later deteriorated further and expired.